Manufacturer narrative:
It was found that the safety bar was difficult to operate due to a broken safety bar spring. However, the service technician was unable to reproduce the issue of the safety bar missing the safety hook. The customer did not report that the caregiver required any treatment as a result of this event. No adverse events to the patient were reported.

Event description:
It was reported that an emt was removing a patient from the back of the ambulance when the cot did not catch the safety hook. It was reported that the emt injured their back while attempting to keep the cot from tipping over. Further information has not been provided.

Event description:
It was reported that an emt was removing a patient from the back of the ambulance when the cot did not catch the safety hook. It was reported that the emt injured their back while attempting to keep the cot from tipping over. Further information has not been provided.